Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming wand would not communicate with a patient's generator. She stated that "the green light is on, but the orange light flicks on then off." She additionally indicated that she tried the wand with the laptop and it still did not work. The programming wand was subsequently returned to manufacturer for analysis. During analysis the reported issue, communication difficulties, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors cleared.